Manufacturer narrative:
The reported complaint of arcing when plugged in during update was not confirmed by the service department. Service replaced the cracked front case and the 3rd party power cord but made no mention of evidence of arcing. No further information is available at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported the device had a "burning smell" and was noisy. There was no smoke visualized. There was no patient involvement.